Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. The patient was hospitalized for hyperglycemia. The blood glucose result was 20.0 mmol/l on an unknown device. The type of treatment given to the patient at the hospital was not provided. It is unknown how long the patient was in the hospital. No further information was provided. The infusion device cannot be returned for legal and customs issues.